Event description:
The customer reported that the jaw of the device broke when the surgeon locked the handle during tissue grasping. There was no patient injury, and the device was safely removed from the patient without injury. When the device was returned to covidien for evaluation, it was found that a small piece of amodele (insulation) was missing from the device jaws.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. One of the device jaws was found to be broken but still attached to the device by the jaw wire. A small piece of amodele (insulation) had broken off the jaws and was missing. Covidien confirmed the customer's report. This issue is currently under further investigation by the supplier.